Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Gilbert, ruthe, et al,. Impregnated central venous catheters for prevention of bloodstream infection in children (the catch trial): a randomized controlled trial. Lancet 2016; 387:1732-42. The above referenced journal article reports the results of a randomized trial comparing three types of central venous catheters for the prevention of bloodstream infection. Patients were randomized to three catheter study groups: standard central venous catheters (n= 502), antibiotic- impregnated central venous catheters (n= 486) or heparin-impregnated central venous catheters (n=497.) Bloodstream infection occurred in 18 patients (4%) of those in the standard catheter group, 7 patients (1%) in the antibiotic-impregnated catheter group and 17 patients (3%) in the heparin-impregnated group. This report addresses the patients entered into the antibiotic impregnated central venous catheter group. The result summary indicates that antibiotic-impregnated central venous catheters significantly reduced the risk of bloodstream infection compared with standard and heparin-impregnated catheters. This is one of six medwatch reports being submitted to address the events identified in the journal article referenced above. Reference MDR numbers 1820334-2017-00827, 1820334-2017-01654, 1820334-2017-01655, 1820334-2017-01656, 1820334-2017-01657 and 1820334-2017-01658.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. .